Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The company representative verified with an alternate company representative who calls on the clinic and it was noted that no intervention had been scheduled. The company representative planned to be at the healthcare provider¿s office on 2019-mar-28 and would follow-up directly with the physician for more information.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-apr-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient who was receiving morphine with concentration 7 mg/ml at a dose rate of 1.41 mg/day via an implantable pump for non-malignant pain. It was reported that the patient was blind and confined to a wheelchair. The patient felt like the catheter may be slipping out of where it should be and delivering drug to her tissues instead of the spine. The patient¿s pain relief was not at the level it was when the pump was first implanted. The patient was less than completely satisfied. The date of the event was unknown. The patient¿s pain physician was obtaining imaging of the patient¿s system to verify intrathecal placement of the catheter. The pump was interrogated on (B)(6) 2019, and did not show signs of abnormal operation. It was indicated that no surgical intervention occurred and no surgical intervention was planned. It was further noted that the patient reported that the controller (personal therapy manager) was not easy to use for blind people and should give voice confirmation. It was indicated that the controller would not be replaced in the future and that the customer refused return of the device. It was noted that the patient said the controller functions properly, but it is very hard to use for people (such as herself) who are blind. It was further indicated that a replacement device/controller would not fix this problem. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the rep ort. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The company representative was to obtain additional information from the healthcare provider available on (B)(6) 2019. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Update: regarding additional information received, it was determined that this event is no longer a reportable malfunction; no device malfunction alleged and no serious injury. As such, no further regulatory reports will be submitted pertaining to this event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The company representative spoke with the office today and imaging was obtained that showed the catheter tip was still where it was implanted. It was further noted that the catheter had not slipped out as the patient had suspected and this was verified with the physician.